Manufacturer narrative:
Concomitant product: product ID d204trm, serial # (B)(4), implanted: (B)(6) 2013.

Event description:
It was reported that the right atrial (ra) lead was noted with possible undersensing on electrogram. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.